Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the cartridge was received applied with the clip body disengaged and the tracks were not inserted properly at the distal end of the clip body. Functionally; the clip body and tracks were reloaded into the cartridge and fired with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy procedure, on the first firing, while clipping was performed on the blood vessel in the abdominal cavity, but a gap was formed in the clip, and the clip was in a condition that would easily come off from the blood vessel. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.